Event description:
It was reported by international mallinckrodt facility (UK) that the flange connector cracked on one size m3.5 pt, specialized pediatric tracheostomy tube. The device was reportedly used for approximately thirty-nine days when the breakage occurred. Limited info is available regarding the event and/or device usage and maintenance. There was one pt involved with no reported pt injury. One m3.5 pt device, was returned to the MFR for decontamination, analysis and investigation on 02/04/98. The MFR's device evaluation results are recorded on section h. Of this report.